Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are experiencing battery failure after putting in a new battery and battery cap. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. Customer states he changes the battery and battery cap has not fixed the problem. Customer states they did receive low power alert prior to the off no power alert. Customer states it has been 3 days' battery failed again after changing battery cap. The customer was advised to insulin pump will be replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing, including idle current test,run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and rewind test. No unexpected battery power loss alarm, off no power alarm, low battery alarm or blank display noted. No moisture damage on electronics noted. Pump had minor scratched display window.